Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device prompted "therapy was disabled" and power test failed. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a therapy pca failure. The root cause of the therapy pca failure could not be determined. The issue was resolved by repairing therapy pca and the product is back in service.